Event description:
The customer reported that 'x-ray is not exposed'. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard. The system operates as intended.